Event description:
New information received notes the right ventricular (rv) lead had low pacing lead impedance. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-11969 it was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. Upon examination, it was noted that the impedance was out of range on the right ventricular (rv) lead and there was premature decline in the battery life on the implantable cardioverter defibrillator (ICD). The ICD and the rv lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition.